Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed that the balloon was folded in the protective sheath. It was also noted that the exit marker was not returned with the device. A functional evaluation of the device was performed by removing the protective sleeve from the balloon. The device was able to be passed through the scope and could be advanced and retrieved without difficulty. There is not enough information available to determine what caused the reported failure; therefore, the most probable root cause could not be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-00426 pertains to the first cre pro gi wireguided balloon and manufacturer report # 3005099803-2017-00427 pertains to the second cre pro gi wireguided balloon. It was reported to boston scientific corporation that two cre pro gi wireguided balloons were used in the duodenal bulb during a gastroduodenal stenosis dilatation procedure performed on (B)(6) 2017. According to the complainant, after the procedure was performed, when removing the device, the exit marker of the balloon got twisted and the device could not be pulled out from the endoscope. The endoscope and the balloon were withdrawn together. Before another attempt was made to use the device for the same procedure, they cut the exit marker with scissors and that damaged the balloon. The same issue occurred with the second balloon. The procedure was completed with another cre pro gi wireguided balloon. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.